Event description:
During the atrial fibrillation procedure, the soft tip was missing from the introducer. An attempt was made to insert the sheath into the patient's vein, but it could not be inserted due to resistance. When it was removed, it was noted that the soft tip was not there. It was unclear whether the soft tip was missing from the beginning of the procedure or whether it had come off during insertion. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3. One 8.5f swartz braided introducer sheath was received for evaluation. The soft grey tip of the sheath had been bent and rolled. The soft gray tip was unrolled to allow additional inspection; there was no missing material; the soft gray tip had been bent and stretched. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage remains unknown.

Event description:
During the atrial fibrillation procedure, the soft tip was not seen on the introducer. An attempt was made to insert the sheath into the patient's vein, but it could not be inserted due to resistance. When it was removed, it was noted that the soft tip was frayed. It was unclear whether the soft tip was frayed from the beginning of the procedure or whether it had come off during insertion. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. It was confirmed under fluoroscopy that no part of the product remained in the body. No medical intervention was required.